Event description:
Affiliate reports the wire broke a week after it was fixed. The affiliate reports the pt seemed to be walking around the hospital after the procedure despite the doctor's instruction not to do so. Receipt of complaint sample on 2/14/00 identified this as an MDR reportable event.